Event description:
Claimant alleges that his feet would slip off his footplate and resulted in injury.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.